Manufacturer narrative:
Zimmer biomet complaint (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. It is unknown at this time if the device will be returned for evaluation. The product remains implanted in the patient, but a revision may occur at a later unspecified date at which time the device may be returned for testing. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the patient had a protrusion in the frontal cranial area following implantation of a custom cranial implant. It is planned that the custom cranial implant will be removed and replaced with a newly designed custom cranial implant. No additional patient consequences were reported.

Event description:
This follow-up report is being submitted to relay additional and corrected information. It was initially reported that a revision would take place to remove and replace the existing implant, but at this time the device remains implanted and no revision is planned.